Event description:
Bosto scientific crm received information that this pacemaker was returned with no allegation from the field. No adverse patient effects were reported. The device was forwarded on for routine analysis testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the stored egm and magnet function the device operated within specification. The e2 failure most probable cause was due to the test system setup. The e2 egm failure was the result of the magnet reed switch not closing during the test. The broken (u7) accelerometer plate was due to handling.